Event description:
Report alleges that on 8/20/75, pt had a closed capsule release performed on her right breast due to capsular contracturue. Report also alleged pt again had a closed capsulotomy of fibrous capsule on 3/15/76.